Event description:
It was reported that impedances were over 2,000 ohms on all bipolar pairs. Unipolar pairs were within normal limits, and the therapy impedance was 1,739 ohms. The patient was getting good therapy results. Patient information was not obtained.

Manufacturer narrative:
(B)(4).